Manufacturer narrative:
H6: post incident device testing performed on the involved device by the phillips field service engineer (fse) showed that the device was performing to specifications. A review of the log files shows that the device recognized a leads off condition that persisted for about 1 hour before a clinician reattached the lead to restore monitoring. The device remains in use at the customer site.

Event description:
The patient was admitted with possible brain infarction and was stable. The patient was under medication. The patient expired from her disease and the customer reported that neither the bedside nor the central station provided an alarm.